Event description:
Reporter alleged blood glucose measured in the 400s mg/dl compared to the dr's measurement of 150 mg/dl when the comparison was performed 5 minutes apart. As a result, customer stated the dr decreased their normal dosage of insulin. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.